Manufacturer narrative:
The provider and pride made several attempts to contact customer but were unsuccessful.

Event description:
Alleges coming into apartment and used leg to hold door. While holding door open, used arm to hit the joystick and it lurched fast. Did not have seat belt on. Customer fell on knee and broke her leg.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges coming into apartment and used leg to hold door. While holding door open, used arm to hit the joystick and it lurched fast. Did not have seat belt on. Customer fell on knee and broke her leg.